Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope experienced an air leak coming out of the distal tip behind the elevator. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the defects of the universal cord/distal end/ a gap of adhesive on the distal end. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of air comes out of the distal tip behind the elevator was confirmed. The likely cause was a leak found at the forceps raiser toric joint/packing joint (o-ring) due to wear and tear. Additionally, defects of the universal cord/distal end/ a gap of adhesive on the distal end. The following findings were also identified, and are as follows: there was corrosion around the forceps elevator, water tightness of the forceps elevator was lost, the light guide lens was dirty, adhesive around objective lens had wear, the connecting tube had coating peeling, due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to damage on the bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value, the up/down (u/d) knob had a scratch, (k.) The right/left (r/l) knob had a scratch, the switch box had a scratch, the suction cylinder (s-cylinder) had a scratch, air/water-cylinder had no color, and the grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.